Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the receiver data log confirmed a firmware error . The root cause could not be determined. It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report their receiver displayed the initializing screen without manual restart on (B)(6) 2015. Pediatric user is using an adult receiver. Patient's mother did not report any injury or medical intervention.